Event description:
It was reported that the physician suspected that noise resulting in inappropriate atp and hv therapies was caused by this capped lead rubbing against the current implanted lead. The capped lead was completely explanted at time of system replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Please retract this MDR 2938836-2015-04443. Duplicate report filed on (B)(4) 2012, 2017865-2012-03039.